Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 32 x 2.75mm promus premier drug-eluting stent (des) was deployed; however, a type b dissection occurred at the proximal stent edge. The dissection was flow-limiting and graded as type b. Additionally, vulnerable plaque contributed to the dissection, and the patient experienced slow flow symptoms. Subsequently, a 3.50 x 12mm promus premier des was deployed to cover the proximal stent edge dissection. The procedure was completed, and the patient fully recovered and remained stable.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 32 x 2.75mm promus premier drug-eluting stent (des) was deployed; however, a type b dissection occurred at the proximal stent edge. The dissection was flow-limiting and graded as type b. Additionally, vulnerable plaque contributed to the dissection, and the patient experienced slow flow symptoms. Subsequently, a 3.50 x 12mm promus premier des was deployed to cover the proximal stent edge dissection. The procedure was completed, and the patient fully recovered and remained stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and moderately calcified. Pre-dilatation was then performed with a 2.50 x 12 mm non-compliant balloon. The stent was fully inflated without issues at 16 atmospheres for 10 seconds, and a 3.00 x 12 mm non-compliant balloon was used to post-dilate the stent. Per the physician, deployment at high pressure caused the dissection.

Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter address 1: (B)(6).